Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she experienced a "packaging issue" with her onetouch ultramini system kit. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6), 2012. The mss was advised by the patient that on (B)(6) 2012 at 9:45am, she discovered that subject system kit came in with "missing lancets". The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her usual diabetes management routine in response to the reported issue. Within minutes of the alleged issue, the patient claimed to have developed symptoms of "perspiration, confusion, and of staggering" and shortly after, self treated with "food, juice, and soda" in response to the symptoms. During troubleshooting, the cca determined that the lancets were missing from the subject system kit. Replacement product was sent to the patient. This complaint is being reported because the patient claimed that the alleged issue prevented her from testing and subsequently, caused her to develop symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the reported issue occurred.